Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Based upon the info provided and an eval of the instrument, it is unk what caused the discordant troponin ultra result. The fse performed preventative maintenance and lubrication of sample probe. The instrument is performing within specs. No further eval of the device is required.

Event description:
A discordant advia centaur cp troponin ultra result was obtained on a pt sample. The pt was hospitalized and the test was repeated on both an advia centaur cp and advia centaur xp system. The repeat troponin ultra results were negative. No treatment was given to the pt due to the high result. There was no report of adverse health consequences due to the discordant troponin ultra result.